Manufacturer narrative:
Testing was conducted to check samples of 296, 402, 504mg/dl each 3 times using retain samples of lot qc7l80 involved in the complaint. As a result, no lower readings were confirmed and the specifications (+/-15%) were met for all 3 concentrations. Furthermore, the same investigation was conducted using the product returned by the hospital (lot qc7l80). No lower readings were confirmed and the specifications were met. Device history record of the relevant lot was reviewed and no anomalies were found.

Event description:
Blood glucose level of the patient was tested using spotchem ez sp-4430 and spotchem ii panel-1 at the hospital in (B)(6). The reading was 273mg/dl with spotchem ii panel-1 lotno.qc7l80. As re-testing was conducted using another spotchem ez sp-4430 instrument owned by the hospital and spotchem ii panel-1 lotno.qc7l80, the reading was 252mg/dl, however, higher readings were given with other instruments. The reading was 438mg/dl with glucocard x-mini plus which is an arkray's bgm product and 433mg/dl with siemens rapid point 500. The hospital thinks that reading of spotchem ii panel-1 should be higher than the correct reading. No adverse events have been caused for this issue.